Event description:
(B)(6) contacted dexcom technical support on (B)(6) 2014 to report that a clinic reported sensor inaccuracies for a trial patient on (B)(6) 2014. (B)(6) reported the device read lower than the fingerstick value. (B)(6) did not report any injury or medical intervention at the time of contact with dexcom technical support.